Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb11) and mount were returned for investigation (images 1 & 2). Visual evaluation of the as returned products identified that the mount hex was fractured. Additionally, there was bone residue around the external threads of the implant due to usage. Functional testing could not be performed since the mount was fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices were being placed on tooth # 30 (unknown notation system) when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot: (1227204) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (1227204) for similar events and no other complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. K013227.

Event description:
It was reported that there was a fractured mounting part during hand torquing. Implant at tooth site # 30 was reversed out. Implant was not restored. Additional appointments / implant re-placement: not indicated. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. Patient will be returning in march for implant placement.